Event description:
Boston scientific crm received information that this pacemaker exhibited a magnet rate of 90 ppm and a battery life estimate of less than six months remaining. Without any permanent programming changes, the battery life estimate changed to 2.5 years remaining. Technical services (ts) discussed using the magnet rate as the battery life estimate. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.